Manufacturer narrative:
The aic was returned for investigation, but the cp is still implanted in the patient. A supplemental MDR will be filed, on receiving additional information and once investigation is completed.

Event description:
`The EU complainant reported that the they encountered purge leak during impella cp support. The customer informed that the glucose was leaking from the automated impella controller (aic) console, and opening the door they found the glucose stagnant around the drain box, with continuous leaks. They changed the purge cassette but even with the new cassette it continued to lose glucose. Console was exchanged for another one. Since exchanging the purge cassette did not resolve the issue the complaint is made against the pump.